Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) clearlink system continu-flo solution sets became disconnected resulting in a leak. It was further reported that the disconnection issue was coming from the stop cock. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.